Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 23aug2019. The customer has not placed a purchase order. This complaint will be reopened if the customer contacts philips or parts are returned. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported oxygen deliver test failed error appeared. No patient/user harm reported.